Event description:
The perfusionist reported that upon initiating bypass, there was a blood leak from the gas port. The oxygenator was changed out.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d 901 oxygenator. The oxygenator is a component of the perfusion tubing system. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this medwatch report is being filed later due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported blood leaking from the oxygenator gas port during the procedure. Originally, the facility stated that the device would be available for eval. To date, the device has not been returned for eval. Without the physical device, it is not possible to determine the cause of the reported problem. The oxygenator module lot number was not available and therefore, a review of the mfg records could not be conducted. It was stated that the director of the (B)(6) center stopped the case. This medwatch report is being filed as a result of this action.